Event description:
Resident being transported via full body lift from bed to wheelchair with two cna's in attendance. Resident fell from lift from height of approx. 4 ft. Investigation inconclusive, but believe strap came loose from 4-point hook. In similar circumstance, two days later, strap came loose again, but resident unharmed. Lift was removed from use until seen by rep from pals. Four point hooks replaced.